Manufacturer narrative:
Device received in a condition which made analysis impossible. This is our initial report on this incident.

Event description:
The customer reported results of one patient sample that did not match the anti-d pattern of biotestcell-i11 plus when tested on tango optimo. The customer reported that the patient has a current and historical anti-d. Testing of this sample with biotestcell-i11 plus resulted in false positive and negative reactions. The patient sample that had caused false negative and positive test results was sent to us for investigational testing and the supposedly defective product was returned, too. Because the bottle containing the supposedly defective product was not closed properly it has leaked out. Therefore our quality control laboratory tested the patient sample with the retained biotestcell-i11 plus sample. Testing of the patient sample is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Inspection of the affected tango optimo gave no instigation to suspect instrument performance issues to have a negative influence on the result quality of the complaint reactions.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported results of one patient sample that did not match the anti-d pattern of biotestcell-i11 plus when tested on tango optimo. The customer reported that the patient has a current and historical anti-d. Testing of this sample with biotestcell-i11 plus resulted in false positive and negative reactions. The patient sample that had caused false negative and positive test results was sent to us for investigational testing and the supposedly defective product was returned, too. Because the bottle containing the supposedly defective product was not closed properly it was depleted upon arrival at our laboratory. Therefore our quality control laboratory tested the patient sample with the retained biotestcell-i11 plus sample. The patient sample reacted positively not only with the rh(d) positive identification red blood cells but also with additional identification red blood cells. Further tests (tube and gel tests) confirmed these results. According to the positively reacting red cells we strongly assume that the patient sample contains not only the weak anti-d but a second antibody with the specification anti-m. Because not enough patient sample was provided, it was not possible to verify this educated guess. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-i11 plus functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. An inspection of the affected tango optimo gave no instigation to suspect instrument performance issues to have a negative influence on the result quality of the complaint reactions.